Event description:
The patient was implanted with a herniamesh t-sling lot on date n.a. Many years later legal complaint states that the patient suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, painful scarring, additional surgery, and other injuries. No further information has been provided.